Manufacturer narrative:
During our evaluation it was observed the 2 returned blades are bent and there is galling at the tip of the inner blade. The condition of the blades are consistent with excessive force applied to the device during use. No further investigation is warranted at this time. Conclusion: excessive force. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
First shaver blade makes noise after which metal parts can be seen in surgery area. New blade same issue. Patient has remaining metal parts in body.